Event description:
As reported by the user facility: reports the product is leaking at the male connection. A fine crack is noted in the male part of all they have had with this issue. They have had occurrences starting about 3 weeks ago; that pt did have an injury. Pt became extremely hypotensive and required CPR. They changed out the manifold and pt did not have any further issues. They did not report at that time as they thought this was just an isolated strange event. They had 4 more since then until yesterday when they had 2 incidences. No pts had any issues with these occurrences. These are used on post open heart pts during the first 6 hours post op. They start by flushing with the saline bag and that runs a few minutes until the other drugs are hooked to the manifold, they have not noted leaking during this time frame. All the units they founds leaking occurred some time after drugs infusing within the first 6 hours. Reports they connect to a microclave valve. The drugs that are infused are: neosynephrine, fentanyl, epinephrine, propofol, insulin, amicar or tranexamic acid, and electrolytes, especially potassium and calcium as needed. Saline continues to run as the main bag. They do not manipulate the tubing again until the pt has been off all the post op meds for 4 hours.

Manufacturer narrative:
The actual device involved in the reported incident has not yet been returned for evaluation. Without the actual sample, a thorough investigation could not be performed and no specific conclusions could be drawn. There have been no other reports of this nature against the reported lot number. Batch record review of the reported lot number did not reveal any discrepancies or nonconformities that could have contributed to the reported event. All available information has been forwarded to the device manufacturer. If the sample is received or if additional pertinent information becomes available, a follow-up report will be filed.